Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the onetouch ultralink meter is giving inaccurate high reading of "72 mg/dl" compared to a lab result of "42 mg/dl." The patient manages his diabetes with an insulin pump. According to the patient, prior to the onset of the inaccurate high issue, the patient had "low blood sugar symptoms." Self treatment with food and/or drink was administered at the time of concern. According to the troubleshooting performed with customer service, the results were performed less than 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceed lifescan's criteria for accuracy. Replacement products were sent to the patient. This complaint is being reported due to the alleged inaccurate issue. However, there is no evidence that the patient suffered a serious injury due to the product issue. The patient's symptoms preceded the onset of the product issue. There is no evidence that the patient received inappropriate treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.